Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was fully intact with no damage observed. The original complaint of under responsive up arrow, down arrow, and ok keypad buttons was duplicated during testing. The keypad cover was removed to find no contamination under the key contacts. No defects to the button contacts were observed. The pump cover was removed to find internal moisture on the keypad flex connector, components on the printed circuit board, and other internal components. A review of the pump¿s black box showed that the pump was running on an incorrect time/date setting of 01/01/2020 since 06/29/2016. This was followed by several pump reboots. During testing, the total daily dose (tdd) values calculated correctly and reflected the user¿s programmed basal rates. The delivery accuracy test was performed and the pump was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, moisture was found behind the display lens. Additionally, a battery compartment crack was observed below the bumper pad. A leak test was performed and failed due to the battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).